Manufacturer narrative:
(B)(4). The reported oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported both low sensing amplitude and myopotential oversensing were observed. The lead was repositioned with a great sensing value. A good measurement was again observed when the pacemaker was replaced. The patient condition was well before and after the procedure.